Event description:
The customer contacted stryker to report that their device would not deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was found that the connection cable on the main keypad was loose, resulting in shock button being inoperable. After reconnecting properly the cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.